Event description:
It was reported that the two extended connectors were found broken during revision operation and replaced new. The hospital can only return one of the products.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: this device was used in a "growing rod construct" in which the patient is fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This is done in an attempt to fix a thoracic scoliosis curve. This existing curve and the placement of the devices allows for a large bending moment to exist within the non-fixed region, and can eventually cause the fatigue breakage of connector. Per the correspondence, the device was implanted for over 2 years. It is likely that the length of implantation along with the patient's activity level created loads and stresses on the device, which contributed to its eventual failure. The devices were discarded by the hospital and are unavailable for investigation. Conclusion: the cause of the reported event cannot be determined conclusively due to the absence of a sample to evaluate.

Event description:
It was reported that the two extended connectors were found broken during revision operation and replaced new. The hospital can only return one of the products.